Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.

Event description:
It was reported that at a routine follow-up the remaining longevity of the implantable pulse generator (ipg) showed a maximum of five months. The device has only been implanted for one year. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.